Event description:
It was reported that during an unknown procedure the blade tip broke off of the device. No further info's were provided. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.